Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no further moisture damage found. The bolus button cover was found to be torn in the center but still functional.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a cracked battery compartment issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.